Event description:
It was reported that during an atherectomy procedure, as the atherectomy device was being removed, there was resistance felt with the grandslam 300 cm guide wire. Both devices were removed stuck together as one unit. Reportedly, the physician does not believe the abbott guide wires caused the resistance because he has been using our guide wires successfully with other devices and only has had issues with the non-abbott atherectomy device. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: device investigation could not be performed since the devices were not returned for investigation. With the provided information, the detail of the trouble could not be identified, and the circumstance of occurrence and the cause of the event could not be determined. All the products are/were inspected in the production process for meeting product specification and shipping criteria, the guide wires in question are inferred to be free from defect. The events deemed not to be due to the grand slam j guide wire. The instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determined the cause of resistance under fluoroscopy and take appropriate remedial action. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.